Event description:
It was reported that during an unrelated system explant, externalized conductors were discovered on the lead. In addition, the physician noted that the lead was difficult to remove due to insulation bunching near the superior vena cava shocking coil. The lead was explanted successfully. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces, measuring 26.2 cm and 20.8cm. Internal insulation abrasion was noted on the first section at 13.3-13.9cm from the proximal end of the inner coil. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 14.3-14.1cm, 14.7-14.8cm, 14.4-14.5cm, 16.1-16.2 cm, 18.0-18.1cm, 17.1-18.2cm, and 20.8-20.9cm from the proximal end of the inner coil. The etfe coating was intact at these locations. Internal insulation abrasion was noted on the second section at 3.8-3.9cm, 4.6-6.0cm, and 6.7-6.8cm from the distal end of the rv shock coil, breaching the rv lumen. Internal insulation abrasion was noted at 5.3-7.2cm from the distal end of the shock coil, breaching the re lumen. The etfe coating was intact at all locations.